Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that post ablation procedure, the patient developed a blister on her left thigh where the grounding pad had been placed. A dermatologist diagnosed the blister as a burn. Information regarding the degree of burn and type of treatment was not provided. The patient's current condition is reported to be fine.